Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
The patient had seriously worsening urinary incontinence and urgency. It was noted that usual neurostimulator sensations including running down leg and in buttocks rather than pelvic floor. The implant was not functioning with high impedance in all but one lead. It was noted that the device malfunction and did not do what it was supposed to do. It was noted that the device failed (example: could not get it to work or stopped working or broke). The device was explanted. It was noted that the device was returned on 2015-11-19. Follow up reported about couple of weeks later health care provider stated it was sent back in november 2015 to manufacturer company. A gross exam by their pathology department found no abnormalities with the device. Stated the device was not implanted at their facility. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available. Manufacturer report number # (B)(4).

Event description:
The correct uf reference number is (B)(6) .

Manufacturer narrative:
Correction to initial regulatory report. The initial regulatory report corrected to the dates provided in this follow-up regulatory report.